Event description:
Customer reported erroneous high accu tni (troponin I) test result was obtained for one pt sample when using a unicel dxc 600i synchron access clinical system. The initial test result was above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Repeat analysis was performed. The test results were normal. The initial erroneous result was reported out of the laboratory. While there is no report of adverse event or serious injury related to this event, it is unk whether there was a change to pt management.

Manufacturer narrative:
Samples were collected in 13x100mm greiner lithium heparin plasma tubes and centrifuged for 15 minutes at 3000g at 20 degrees celsius sample was a full draw and clear in appearance. Quality control was within the customer's established ranges prior to the event. Routine system checks were acceptable. The field service engineer performed the hardware verification protocol; no issues were noted. Root cause was not determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events.